Manufacturer narrative:
(B)(4). Eval, results: (stent thrombosis and revascularization).

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid lcx during index procedure. There was a second endeavor sprint over the wire (otw) drug eluting stent implanted in the mid rca one day later during a staged procedure. It is reported that the pt presented with angina approx 4 months post index procedure. A stent thrombosis event is reported to have occurred and catheterization showed total occlusion of the lcx. It is reported that a balloon only revascularization of the mid lcx was carried out one day later. The pt recovered with treatment. Investigator has indicated that the event was not related to either the study stent or the study procedure.